Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV and hematoma. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant and suffered a left-sided hematoma with grade IV capsular contracture postoperatively.  After an unrelated fainting episode on (B)(6) 2020, the patient experienced an unrelated fainting episode and visited the emergency room, where CT scans indicated no issue with the left-sided implant.  However, the left implant was painful and sitting higher than expected.  Upon examination, the patient was diagnosed with grade IV capsular contracture.  As a result, the patient had an open capsulotomy performed on (B)(6) 2020, during which a small hematoma was found and evacuated.  During the open capsulotomy, the physician inspected the device and found it to be without abnormality, and chose to reimplant it rather than replace it.  Mentor breast implants are single-use devices per the instructions for use, and thus this device was used in an off-label manner. This medwatch form is for the left breast prosthesis.